Event description:
Procedure type: total gastrectomy. Patient gender: unknown. According to the reporter: after firing the instrument bleeding was observed, and a second instrument was applied. After the application, a leak was noted over the anastomotic segment. The surgeon then sutured over the staples and completed the case.